Manufacturer narrative:
(B)(6).

Event description:
Per the reporter: the patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. **pre-op, post-op diagnosis: laparoscopic vaginal hysterectomy. Procedure: vaginal hysterectomy, laparoscopic, a+p repair.